Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Device evaluation anticipated, but not yet begun

Event description:
The hospital reported that ventilator and tube leak test failed. There was no report of patient involvement.

Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. The cause of the reported fault was due to a user error. The hospital replaced the inspiratory flow sensor connector with an expiratory flow sensor connector.